Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited greater than 2500 ohms impedance and loss of capture in the bipolar configuration. In the unipolar configuration lead impedance was 291 ohms and sensing thresholds were at 3 mv. The patient was intermittently symptomatic in unipolar. The lead was programmed to unipolar configuration and the patient would be monitored. The lead remains implanted.